Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading at the time of the report was 165 mg/dl. The customer's doctor stated that the customer was also suffering from an infection. Troubleshooting was performed, and the insulin pump was programmed correctly. When the history files were checked, it was found that the amount of basal insulin delivered did not match what was programmed in the insulin pump. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.